Manufacturer narrative:
Additional information: b2, b5, g3, h2. Correction: h1. The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported burn could not be conclusively determined.

Event description:
Following the completion of a radiofrequency ablation procedure, the patient had a resulting blister and redness from the grounding pad. The patient's skin was not prepped prior to the placement of the grounding pad, however, the patient was not noted to be hairy and the skin was not wet. The grounding pad did not overlap with any other patches and there were no wrinkles or edges lifted up on the pad. Topical antibiotics were administered as intervention to treat the burn. There were no performance issues with any devices used.

Event description:
Related manufacturer ref: 2184149-2021-00334. Following the completion of a radiofrequency ablation procedure, the patient had a resulting blister from the grounding pad. The patient was not noted to be hairy and the skin was not wet.